Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt white wire on ECG "c and d" cable plug is broken causing the faults. The root cause for damaged wires could not be positively identified. No adverse event resulted from the damaged belt.